Event description:
It was reported that patient had right hip revision due to infection. Also, it was reported that during surgery, a restoration modular stem adaptor broke, causing a 30 minute delay in surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. Other devices listed in this report: cat # unk, lot # unk, description: unknown restoration modular stem. Cat # unk, lot # unk, description: unknown 36 mm head. Cat # unk, lot # unk, description: unknown cup. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.